Event description:
It was reported that the user observed three dashes in place of blood glucose readings on a dexcom g7 continuous glucose monitor (cgm), consistent with intermittent signal loss, and was guided to toggle the sensor connection and restart the sensor. No clinical signs, symptoms, or conditions were reported. Outcomes included no alerts or alarms and no medical intervention or hospitalization. User support included troubleshooting and education focused on sensor connection and restart steps. Investigation of this case revealed a loss of sensor signal as the likely issue, with no responsible device identified and no device component damage reported. It was concluded, based on previously established findings for similar reports, that user-level connectivity or transient sensor communication interruption was the most probable cause.